Manufacturer narrative:
It was reported that the table allegedly experienced an inadvertent movement during an operation. The stryker field service technician performed mechanical testing and confirmed the table to be operating within specification. There was no patient injuries and no adverse consequences reported.

Event description:
It was reported that the table allegedly experienced an inadvertent movement during an operation. There was no injury or adverse consequence reported.